Manufacturer narrative:
Investigation summary: bd received 3 photos from the customer for investigation which did not show the product in question. A review of the device history record could not be completed as the batch number is unknown. Due to an unknown batch number, the root cause is indeterminate. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set, a package was found to have been damaged during transit, resulting in damaged products inside. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set, a package was found to have been damaged during transit, resulting in damaged products inside. No patient impact reported.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. E.1. Initial reporter phone # (B)(6). H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.